Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was implanted with an intuitrak bifurcated stent graft and an infrarenal stent extension to treat an aortic abdominal aneurysm (aaa). Approximately eight (8) years post initial procedure, the patient aortic neck had degenerated (non- device related failure). An intervention was completed on (B)(6) 2019 . A chimney procedure was completed. This is outside the indications of use (off - label). A follow up computerized tomography (CT) scan was performed on (B)(6) 2019 and a type 1a gutter leak was identified. The patient is currently stable. No re-intervention in planned but the patient will continue to be monitored.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.